Manufacturer narrative:
Investigation found that the user did not disable a safety feature of the pump, which caused the pump to stop as they attempted to resolve a situation within the system. The device operated as intended, but due to knowledge error, the user was unable to interpret and resolve the error. While the device did not malfunction, if this use error were to recur, it could result in a risk of patient harm; therefore, spectrum medical has reported the event.

Event description:
User reported that the pump stopped during a case. There was no patient harm; however, spectrum medical considers this type of event to be reportable.